Event description:
The customer complained that the device only functions on battery power and that the device is not charging the battery when connected to ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.